Event description:
Dealer arrived at the consumer house and the consumer stated that the chair stops on and off on them. Dealer is with chair and is not acting up for him. Dealer has done some adjustments on the chair and the programmer does not recognize changes. Did necessary troubleshooting with technical services and (B)(6) suggest the joystick.